Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had acute pump thrombosis, resulting in low flows and pump stops. The patient had to be hospitalized and they are currently recovering from a pump exchange.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: upon evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , the presence of pump thrombosis was confirmed. The pump was returned assembled with the driveline severed approximately 9.75 inches from the pump housing, and the distal portion of driveline was returned measuring approximately 29.25 inches with controller connector. The apical sewing ring, inlet tube, and proximal portion of the sealed inflow conduit flex section were not returned. The inflow elbow with the connected distal portion of the sealed inflow conduit flex section was returned attached to the pump inlet port. Approximately 0.5 inches of the sealed outflow graft was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. The sealed outflow graft bend relief and the outflow graft bend relief collar were not returned. Evaluation of the returned portions of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Examination of the distal side of the inlet stator upon disassembly of the pump revealed a dark red thrombus formation surrounding the rotor¿s bearing ball and the inlet bearing cup. The laminated structure of the thrombus and its areas of denaturation indicate that it likely formed over an undetermined period of time while (B)(6) was supporting the patient. An additional tissue-like deposition was found on the proximal face of one of the rotor¿s blades. This deposition exhibited a similar color and lamination to the ring formation, indicating that it likely originated from the thrombus ring formation, and had likely broken off post-support. The report of low flow events and pump stops could not be confirmed as no log files were submitted for review. Based on historical experience with the heartmate ii lvas and similar reported events, these events can be a result of pump thrombosis. The evaluation could not determine a specific cause for the development of the observed thrombus formation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr range. Section 6 also discusses damage due to wear and fatigue of the driveline and contains information on ¿caring for the driveline.¿ the heartmate ii lvas patient handbook, document 10006962, rev. C, is also currently available. Section 4 of this handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.